Event description:
Six years post implant, the pt complained of shortness of breath on exertion beginning two months prior. An echocardiogram revealed significant prosthetic aortic valve stenosis, an elevated gradient, thickened, calcified cusps, and regurgitation. The valve was explanted.